Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer sent e-mail stating that 3 brushes have had the rotating head break off the long-shaped part. No injury was reported. Follow-up: the brush heads broke off during brushing.